Event description:
It was reported that the 7700 system was not turning on. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the f1 nad f2 fuses. Fuses were replaced. The system was tested and found to be working as intended and placed back into service.